Manufacturer narrative:
During the device evaluation, the driveshaft bearings were found to be damaged. Increased friction due to the worn bearing is a probable cause of the reported overheating.

Event description:
It was reported that during a wisdom tooth removal at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a wisdom tooth removal at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.